Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation. For the report of endophthalmitis suspected. Therefore, the condition of the product could not be verified. Even though no lot number was identified with this complaint. Our products are processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site. And no lot information is available. Therefore, the root cause for the customer complaint issue cannot be determined. A potential contributing factor of the complaint issue is from the cleaning or sterilization process, when reprocessing reusable surgical devices. The cause of the reported event cannot be determined, with the information obtained. Therefore, specific action with regards to this complaint cannot be taken. Any surgical instrumentation that comes into contact with the patient should be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). The proper cleaning and sterilization of ophthalmic surgical instruments can help prevent the occurrence of infections. A direction for use pamphlet with the recommended cleaning process is provided with the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed, associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient presented with toxic anterior segment syndrome (tass) or endophthalmitis following ocular surgery. The inflammation has improved with eye drops. However, the surgeon was unable to identify which fungus may have been involved and has yet to be determined. Additional information has been received indicating endophthalmitis is suspected.